Event description:
It was reported that a malfunction occurred on the pump after it went through tsa x-ray. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. The pump was out of warranty, and the customer reverted to an alternate method of insulin therapy.